Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a less invasive stabilization (liss) plate of the femur with unknown locking screws was causing the patient constant pain in the right femur when she moved over the last few months. The patient felt like it was loose or not connected. The patient was implanted with the devices on (B)(6) 2007 after femur was broken due to a fall. Patient has been unable to walk since the implant of the devices and ambulates with crutches or uses a wheelchair. Decreased range-of-motion was also noted. Patient did have physical therapy, but it was unsuccessful in getting her to be able to walk. Patient stated the leg has been painful ever since surgery, however, the pain increased to a level of severe discomfort approximately 4 months ago (B)(6) 2018. Patient stated when she stepped out of the shower and put weight on the leg she noticed a sharp pain and the level of pain has persisted. Patient is going to make an appointment with her primary doctor and get a referral to see an orthopedic surgeon. The patient was inquiring if the plate can be removed, but no surgery has yet been scheduled. No x-rays have been taken to date to document the cause of the pain. There was no other information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that patient was implanted with the device on (B)(6) 2007. It was reported that a less invasive stabilization (liss) plate of the femur with unknown locking screws was causing the patient constant pain when she moved in the last few months. The patient felt like it was loose or not connected. Decreased range-of-motion was also noted. Reportedly, patient ambulates with crutches or uses a wheelchair. Patient is going to make an appointment with her primary doctor and get a referral to see an orthopedic surgeon. The patient was inquiring if the plate can be removed.

Manufacturer narrative:
Patient age/date of birth and weight are unknown. 510k: this report is for an unknown less invasive stabilization (liss) plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Unknown date approximately 10 years ago. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter was the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was experiencing pain. Approximately ten (10) years ago, the patient had been implanted with a less invasive stabilization (liss) plate and screws. The patient reported it felt like it was loose or not connected and that she experiences pain when she moves. This report is for an unknown less invasive stabilization (liss) plate. This is report 1 of 2 for (B)(4).